Event description:
A self-test was conducted on this disposable handpiece prior to use and it failed. This is the fourth handpiece to fail the self-test. The failed handpieces were returned to the manufacturer via the local representative and were replaced at no additional charge to the facility. There was no patient injury due to these failures.